Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited chronic high thresholds.

Manufacturer narrative:
Continuation of medical devices: urinary stimulator- implanted: (B)(6) 20107; urinary stimulator lead- implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency room with an altered status. The patient's heart rate was noted to be in the 40's and device interrogation noted high ventricular lead thresholds and loss of capture. Reprogramming was performed increasing the outputs and capture was confirmed. No further patient complications have been reported as a result of this event.